Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported a speaker malfunction from the unit. It is unknown if the device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
H3 other text : quote sent, no response from customer - expired.

Event description:
The customer reported that the device presented with an speaker malfunction. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported. A philips response service engineer (rse) communicated with the customer. The rse provided a quote of service/replacement. The customer provided no response. The quote expired and no work was performed by philips.